Manufacturer narrative:
Devices currently being sent back for evaluation. Attempts to contact the complainant for additional information on the severity of the injuries is ongoing by clinician. As of 07/26/2016, four attempts have been made. Update will be sent when evaluation and investigation is completed.

Event description:
Complainant reported mattress is too firm, causing existing pressure injuries on the patient to worsen and the formation of a new pressure injury. Device was swapped out, and is currently being sent back for evaluation. Attempts to contact the complainant for additional information on the severity of the injuries is ongoing by clinician. As of 07/26/2016, four attempts have been made.